Manufacturer narrative:
The specimen was collected in a plastic lithium heparin plasma tube with a gel separator. The sample was centrifuged at 3,600rpm for 10 minutes. Per customer, the sample was a full draw. Samples are transferred into sample cups for analysis. Qc recovered within range. A system check run on 02/17/09 passed all specifications. A field service engineer (fse) was dispatched: the fse ran hardware verification testing protocol; all tests passed. No hardware issues identified. The fse ran qc with good results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accu tni) and a result of 6.3ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested and repeated results were in the noramal range (2 x 0.04ng/ml). The result of 0.04ng/ml was reported out of the lab. Patient treatment was not affected in connection with this event.